Event description:
Aortic stent dislodged off deployment device. Surgically removed from pt, (B)(6) 2006. Update: (B)(6) 2006. User removed atrium stent graft off deploying balloon and placed stent graft on a boston scientific balloon. Stent dislodged from balloon before being appropriately placed. Attempt at stent retrieval unsuccessful.

Manufacturer narrative:
A conference call was held on (B)(6) 2006 with (B)(6), dir of risk mgmt, (B)(6) at the user facility. (B)(6) explained that the user at (B)(6) removed the atrium stent graft deploying balloon and placed the stent graft on a boston scientific balloon. The stent dislodged from balloon before being appropriately placed. Attempt at stent retrieval was unsuccessful. (B)(6) explained that she would submit an updated medwatch report to the FDA that reflected the fact that the atrium stent was used off label.